Event description:
It was reported that the battery of the pacemaker was suspected to have depleted prematurely. A request was made to have data from the device analyzed and data analysis confirmed the battery appeared to have depleted more quickly than expected; the device was at end-of-life. There was also a recent message to check the atrial lead, and it was noted that the automatic threshold test had been previously suspended in (B)(6) 2023. Technical services discussed that given the short longevity of the device due to an unknown factor it would be appropriate to assume that the atrial lead could have been damaged. The pacemaker was replaced; however, it was decided to leave the atrial lead implanted and in service.